Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a regular follow up in clinic. It was noted that the right ventricular lead had dislodged. No electrical anomalies were noted. The lead was capped (B)(6) 2019 and replaced. The patient's condition was stable.